Manufacturer narrative:
A specific root cause could not be determined based on the information provided by the customer. Quality control was acceptable at the time of the event. No adverse events were reported. The results were not believed to be consistent with the patients' conditions and the tests were asked to be repeated. The erroneous results did not lead to any consequences.

Event description:
The customer received questionable ion selective electrode (ise) results for sodium and potassium on their cobas 8000. The customer provided data for three patients with discrepant results reported outside the laboratory. Two of the customer's clients questioned the results and the samples were repeated on the same ise module. The first patient had an initial sodium result of 171 mmol/l. The repeat result was 141.6 mmol/l. The first patient had an initial potassium result of 5.2 mmol/l. The repeat result was 4.61 mmol/l. The second patient had an initial sodium result of 157 mmol/l. The repeat result was 144 mmol/l. The third patient had an initial sodium result of 156.8 mmol/l. The repeat result was 140.7 mmol/l. The customer deemed the repeat results to be correct and they were issued as a corrected report. The customer was unwilling to provide any information on the patients' condition. The customer did not provide the lot numbers or expiration dates for the sodium and potassium electrodes. The field service representative could not determine the cause of the event. He checked the analyzer and investigated all the ises. For verification, the customer performed repeats on the samples without further incident.

Manufacturer narrative:
(B)(6).